Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. Patient was under 2 years old, which is off-label usage of the device. On (B)(6) 2025, it was reported by the parent that the patient developed a rash, redness, inflammation, pimples, blisters, pustules, and infection under the sensor patch. Prior to sensor insertion the area was prepped with alcohol. On the morning of (B)(6) 2025, the parent consulted a nurse via phone who recommended a same day clinic visit. At the clinic, the physician examined the area, observed localized contact dermatitis and an infection, and prescribed an oral antibiotic (cephalexin 175 mg, three times per day for 10 days); along with a topical steroid medication (hydrocortisone 2.5% cream, twice per day for four days). At the time of the report, the infection healed after treatment. No data or product was provided for investigation. However, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).